Event description:
It was reported that camera control unit overheated. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection was performed on the product. The lid was dented. The lid and front bezel were not flush. A functional evaluation was performed. No issues were noted. The device was left on for approximately two hours and did not overheat. All cooling fans were functional. No burned components were observed. No abnormal smell was noted. The device passed functional testing. The reported complaint was not verified. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include issues during setup of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately. There were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include a defective fan. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately. There were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.